Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant it was found that micropunch had occurred with the right ventricular (rv) lead. That evening the rv lead was removed and a new rv lead was implanted. No further patient complications have been reported as a result of this event.